Manufacturer narrative:
H10: the device was received for evaluation. The sample was returned to the plant containing 127 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 4, 2020 - august 5, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was not emptying during patient use. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.